Event description:
It was reported that multiple volume discrepancies had been observed. The expected residual volume (erv) was 7.2ml while the actual residual volume (arv) was 0ml. The patient was asymptomatic. The clinic decreased the pump after the volume discrepancy on (B)(6) 2014 and the patient reported an increase in pain. The patient also experienced increased spasticity. The location of the symptoms was low back and bilateral lower extremities (ble). The patient reported ¿I had no symptoms until they decreased the pump I started to have pain.¿ the pump logs were checked. A dye study was done on an unknown date and the study failed. The physician did a catheter exploration and there was no issues noted with the system. The catheter was trimmed and bloused from the pump with normal flow per the physician. Then there was cerebrospinal fluid (csf) dripping from the catheter. The physician connected the system back up and primed the catheter and continued therapy. The physician did not want to replace the pump at this time. Another healthcare provider (hcp) noted ¿looking back at refill volumes over the past year, the patient had overinfusion since (B)(6) 2013; erv 7ml and arv 0ml at that time too.¿ the product issue remained unknown. The pump was being titrated back up to a therapeutic dose. Patient status at the time of the report was alive with no injury. The device system delivered compounded baclofen, morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8711, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).